Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient needed help reprogramming her device in order for her to be able to use it again. The patient had a big back fusion about two weeks prior to the report and thinks that the lead might have moved during this, so she wants a manufacturer representative to reprogram the device. The patient then indicated that there is nothing wrong with the device and program, and that she just needs it reprogrammed. There were no further complications reported or anticipated.